Event description:
It was reported that the tip of the probe came off in the patient's knee. The tip was not retrieved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.